Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the stent strut was found to be damaged before entering into the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 48 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in the distal stent region lifted and pulled distally. The undamaged crimped stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube shaft found no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the stent strut was found to be damaged before entering into the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.